Event description:
Boston scientific received information that the patient with this device system endured a left ventricular assist device (lvad) procedure. Post-operatively, the device was interrogated and the right ventricular (rv) lead threshold measurements had increased from 0.8v to 5.5v. Additionally, r-wave measurements had decreased from 7.4mv to 2.4mv. Crosstalk was noted on the rv lead, aligning with the atrial pace, however, was falling into the blanking period and pacing therapy was unaffected. The rv output was increased to 7.5v and tachy therapy was turned off due to an uncertain lead condition. The patient implanted with this system has not experience any adverse effects at this time. It was noted that a lead revision procedure was likely to be performed prior to the patient's discharge from the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.